Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('several breakages of that coil / three disrupted portions of silver coiled metal'), embedded device ('deeply embedded in the interstitial portion of the tube') and pelvic pain ('increasingly severe pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral essure removal with partial cornual resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, pelvic pain, pelvic discomfort, abdominal distension, alopecia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, device breakage, embedded device, fatigue, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 13-jun-2016 from a lawyer / attorney in the united states, on behalf of a plaintiff in united states. It refers to the (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) placed on (B)(6) 2009. Shortly after undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including abdominal bloating, excessive hair loss, and chronic fatigue. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physicians but was unable to resolve her symptoms. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to have the essure coils removed. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Quality-safety evaluation ((B)(4)) received on 22-jun-2016: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a (B)(6) female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and developed increasingly severe pain. She underwent a hysterectomy to have the essure coils removed almost seven years after device placement. This event is listed according to essure's reference safety information. During essure micro-insert therapy, abdominal and pelvic pain may occur. In this particular case, limited information was provided. However, considering event's nature and in the lack of an alternative explanation; causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('several breakages of that coil / three disrupted portions of silver coiled metal'), embedded device ('deeply embedded in the interstitial portion of the tube') and pelvic pain ('increasingly severe pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss") and fatigue ("chronic fatigue"). The patient was treated with surgery (laparoscopic bilateral essure removal with partial cornual resection). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, embedded device, pelvic pain, pelvic discomfort, abdominal distension, alopecia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, device breakage, embedded device, fatigue, pelvic discomfort and pelvic pain to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-feb-2021: mr received: events added: device breakage and embedded device. Essure removal surgery, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs